Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-jug-celect-pt. Similar to device under 510(k) k121629. MFR date unknown as lot # is unknown. Summary of investigational findings: the inspection of the manufacturing records indicated no abnormalities for this unit and nothing from device record history indicates that this device was not manufactured according to specifications. The provided images demonstrate, that on a coronal reconstruction of an abdominal CT, the filter is tilted apex right such that the hook rests against the abdominal aortic wall. Difficult filter retrieval was caused by tilted filter and filter hook against ivc. Filter was successfully removed by balloon mobilization of the tilted hook with no bleeding from the ivc. Imaging of the reported posterior leg perforation was not provided. It is possible that different factors, e.g. Cesarean section, caused increased intra-abdominal pressure, which might have increased the probability of caval perforation. Based on the provided information it has not been possible to determine the exact root cause for the filter perforation. Thus no conclusion of this event can be drawn. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: cook celect platinum filter was placed intra renally prior to elective caesarian section on (B)(6) 2014. Patient brought back for retrieval on (B)(6) 2014. At this point, the physician tried to retrieve the filter but the hook was on a 30-45 degree angle against the ivc wall and the leg was outside of the vena cava with one perforation to the aorta and one to the vertebra. The case was abandoned and rebooked for (B)(6) 2014 under ga. This retrieval was also unsuccessful and re-booked for (B)(6) 2014. The retrieval which was successful with no reported bleeding from the ivc and the patient has been discharged. Patient outcome: patient had to undergo 2 further attempts to retrieve the filter under general anaesthetic. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.